Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2017.

Event description:
It was reported that on the day of implant there was post-pace twos (t-wave oversensing). Despite a number of programming changes, the oversensing was unresolvable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.